Event description:
The service report shows while performing preventative maintenance to the vent the mallinckrodt customer support engineer noticed an intermittent audio alarm. The cse inspected the device and found a loose connection in the alarm harness. The mallinckrodt customer support engineer (cse) replaced the audio alarm. The unit passed extended self testing. There was no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.